Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6), inratio2: 1.6, lab: 2.5; date: (B)(6) 2012, inratio2: 2.4, lab: 1.7. Time between testing: 1 hour. Patient's therapeutic range: 2.5-3.0 inr. (B)(6) 2012 was used as "date of event" since customer reported that the first set of discrepant results occurred in "(B)(6)" and no specific date was provided.